Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of the reported difficulties cannot be determined. The subsequent treatments are due to the circumstances of the procedure. In this case, it is possible there was an malposition of the device; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device using the pre-close technique prior to an interventional endovascular aneurysm repair (evar) procedure via a 7f sheath. Reportedly, after deployment, the suture would not release from the suture bearing. The suture was intentionally cut to release the suture/remove the device from the patient. The sutures of two additional prostyle devices were successfully pre-placed. The sheath was upsized to 18f and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.